Event description:
It was reported that the device experienced sensing problems with rv pace/sense. Device was explanted. Physician requests that the device header be checked. No patient complications have been reported as a result of this event.